Manufacturer narrative:
(B)(4). Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. The review of the device history record (DHR) for the laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Contraindications for the ifs femtosecond laser states that "lamellar resection for the creation of a corneal flap is contraindicated in the presence of corneal edema, corneal lesions, hypotony, glaucoma, existing corneal implant, or keratoconus." All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a case on a patient¿s right eye an area of corneal irregularity was noted prior to procedure. The surgeon chose to proceed with the flap treatment in the eye. The area appeared to have vertical gas breakthrough. The surgeon attempted a flap lift which resulted in a torn flap. He reapproximated the flap without proceeding with the ablation part of the procedure and placed a bandage contact lens. The patient¿s left eye was not treated.